Event description:
Additional information noted that the system was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be exposed and an erosion was noted. The explant of the system will take place at a later date. There were no additional adverse effects reported.